Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the lcd screen on the controller was confirmed. Initial inspection of the returned hm2 system controller, serial (B)(6) , revealed an issue with the battery and display button. The battery button occasionally worked and can be used to perform self-test. The front cover was replaced with a test front cover and all buttons worked as expected. The issue was narrowed down to the buttons itself. The controller test continued with the test front cover. The controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was determined to be an issue with the battery and display button; however, a root cause of the issue with the buttons was not determined through this analysis. The patient handbook (rev. C) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 02sep2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's liquid crystal display (lcd) on the system controller is broken. The patient was given a new replacement controller. No additional information provided.